Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Patient reported ""[implant]" ruptured" and "silicone in my glands". This record is for the right side. Device remains implanted.